Event description:
It was reported that cardiac resynchronization therapy defibrillator (crt-d) exhibited shock lead impedance high out of range. The device also presented left ventricular automatic threshold (lvat) test suspension due to fusion events. The device remains in service. No adverse patient effects were reported.